Event description:
The customer reported that the device shut down by itself and the device's sd card is absent. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During inspection, was unable to power on using dc power, but powered on normally on ac power. The device remained on while docking and undocking. The "no sd card" error message appeared after several seconds of operation which prevented the device from engaging in monitoring activities. Alarm alert conditions were not functional, and the battery was unable to hold a charge. The system board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over one (1) year with no previous issues related to this reported event. Initial reporter address exceeded the maximum allowable characters, address is as follows: (B)(6).

Manufacturer narrative:
The returned device was evaluated. During inspection, was unable to power on using dc power, but powered on normally on ac power. The device remained on while docking and undocking. The "no sd card" error message appeared after several seconds of operation which prevented the device from engaging in monitoring activities. Alarm alert conditions were not functional, and the battery was unable to hold a charge. The system board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over one (1) year with no previous issues related to this reported event. Initial reporter address exceeded the maximum allowable characters, address is as follows: (B)(6).

Event description:
The customer reported that the device shut down by itself and the device's sd card is absent. No consequences or impact to patient were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter address exceeded the maximum allowable characters, address is as follows: (B)(6).

Event description:
The customer reported that the device shut down by itself. No consequences or impact to patient were reported.